Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported subarachnoid hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2016, the patient presented with confusion and left facial droop. The patient¿s inr was 3.6 at the time of the event, and the patient was diagnosed with a subarachnoid hemorrhage. A head CT was performed and per the report the imaging revealed small areas of hypo-attenuation and loss of gray-white differentiation identified in the right superior frontal gyrus, and small ill-defined areas of hypo-attenuation are also seen in the anterior right corona radiate. These findings are favored to represent infarcts of indeterminate age. No significant mass effect was seen. It was reported that if there was clinical concern for acute ischemia or infarction, further evaluation with a brain MRI would be helpful. There were no residual effects, and it was reported that the event was not device related.